Event description:
A female patient described as morbidly obese and of unknown age or medical history underwent a diagnostic catheterization procedure performed through a 6f sheath. Following diagnostic catheterization the mynx vascular closure device was used to achieve immediate access site hemostasis. The mynx device was reportedly used as identified in procedure steps outlined in the mynx instructions for use (IFU) by a physician trained to use mynx. The patient ambulated and was discharged without complication per hospital protocol. Approximately 30 days post procedure, the patient returned to the emergency room with complaints of sudden onset of groin pain. Prior to this episode of pain, the patient experienced no pain during any time following the mynx procedure. The patient was diagnosed with a ruptured pseudoaneurysm requiring surgical repair.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.